Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2024-00873 related manufacturer reference number: 3006705815-2024-00874 it was reported that the patient¿s system was misfiring. As such, surgical intervention took place in (B)(6) 2023, wherein the system was explanted to address the issue. Exact date of explant in unknown.

Manufacturer narrative:
There were no allegations against the octrode lead b. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.